Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'constant downstream occlusion alarm' which was not reproduced during evaluation. A review of the event history log identified the multiple presence of 'downstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be an out of calibration force sensor. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.